Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch. It was reported that the normal saline leaked from the clave of the cassette after blood transfusion. There was no bleedback reported. There was patient involvement reported, and no patient harm/adverse event reported. There was no delay in critical therapy.

Manufacturer narrative:
Received one device for inspection. As received, the b port was stuck down no other damage or anomalies observed as returned. No mating device was returned. The set was tested per product specifications. The clave was disassembled, and the silicone seal was found to be cored and torn typical of damage from an incompatible mating device. The reported complaint of blue clave leakage is confirmed. The damage observed is typical of access with an incompatible mating device. No mating device was returned. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review could not be conducted because no lot number(s) was/were identified.